Event description:
It was reported that a pacemaker was found in backup vvi mode out of the box. There was no patient involvement.

Manufacturer narrative:
The reported event of device found in backup vvi operation was confirmed. The device image recorded five sets of resets on 12/03/2020 and 12/08/2020, and three events on 02/31/2020 due to nmi error consistent u2 xena ic cold temperature sensitivity. A temperature and cold soaking test were conducted where the device reverted to backup operation at 0°c and -3°c respectively. The replicated resets were consistent with u2 xena ic sensitivity to cold temperature. No other anomalies were found. The cause of the event is consistent with device exposure to cold temperature.